Event description:
The orsiro drug-eluting stent system was selected for use. During the attempt to place the orsiro stent into the calcified and severely tortuous target lesion it dislodged from the balloon. Therefore the dislodged stent was crushed against the vessel wall with another stent. Event date unknown.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The provided angiographic images show a dislodged stent being located between the distal end of the guiding catheter and the target lesion. The actual stent dislodgement is not visible in the angiographic material. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.